Event description:
As stated by the customer "carer lifted the client out of bed. The sling was difficult to fix. Sling was very tight. Colleagues used this sling before on this client so it should be no problem. In the afternoon, the client went back to bed with the lift from the wheelchair. It wasn't able to fix one armrest on the lift, probably because of the sling that was too small. Carers fixed 3 clips and supported the client at 4th clip. Client made a slide out of the sling just above the chair and fell on the ground. Her head on the floor. Sling: ul 60601-1, (B)(4)."

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.